Manufacturer narrative:
The customer had their biomedical engineer service group evaluate the instrument. The biomed engineer changed the aspirate probes and ran a daily clean and obtained a passing system check. The customer provided post-service (by their biomed engineer) 15 point precision run results using low level tropi qc. Customer obtained a passing precision run. (B)(4). Customer resolved the issue.

Event description:
On (B)(6) 2014, a customer reported obtaining erroneously elevated tropi results for five patients on their access2 analyzer s/n (B)(4). Subsequent testing on an alternate analyzer (s/n (B)(4)) produced lower troponin results within normal reference range for 3 patients and within the ami cut-off for one patient and above the reference range for one patient. (Refer to the attached patient data summary table). The customer noted that the initial erroneous results were not released from the laboratory; therefore, there was no change to or impact to patient treatment in conjunction with this event.